Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Forty mg/dl. Customer¿s blood glucose at time of incident was 40 mg/dl and current blood glucose was 171 mg/dl. The customer had another blood glucose 212 mg/dl. The customer was treated with the food. Troubleshooting was performed for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The drive support cap was appeared normal. The insulin pump will be returned for analysis.